Manufacturer narrative:
The initial medical device report was submitted (2938836-2014-08164). Lithium clusters were observed during the analysis. No additional analysis is necessary.

Event description:
It was reported that an alert for eri was observed via remote transmission. Premature battery depletion was suspected. The device was later explanted and replaced.